Event description:
A letter was received which stated a patient underwent left knee surgery on (B)(6) 2007 in which a mitek rapidloc device was used. The device allegedly malfunctioned on (B)(6) 2011 which led to a second surgery on (B)(6) 2011, a partial lateral meniscectomy and removal of loose body parts. No other information has been provided at this time.

Manufacturer narrative:
To date depuy mitek has not received the complaint device for evaluation and root cause analysis. Depuy mitek has received information on the product code and lot number. The purpose of this follow-up report is to update the product code and lot number information which was previously filed as unknown. No further action is warranted at this time.

Manufacturer narrative:
The device is not being returned to depuy mitek for root cause analysis. A batch number was provided as part of the original complaint notification; however, the format is different than what is used by depuy mitek. Therefore, a batch review cannot be performed to determine if there were any manufacturing related issues. No other details about the event or the loose body parts has been provided at this time. When and if any additional information regarding the reported event has been provided, it will be reviewed to determine if a follow-up report is required.

Event description:
A letter was received which stated a patient underwent left knee surgery on (B)(6) 2007 in which a mitek rapidloc device was used. The device allegedly malfunctioned on (B)(6) 2011 which led to a second surgery on (B)(6) 2011, a partial lateral meniscectomy and removal of loose body parts. No other information has been provided at this time.